Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a supply bag was reported and is known to cause this alarm. The cause of the loose connection was due to use error on the part of the caregiver who stated they did not properly tighten the connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The care giver states that the patient did not connect the supply line tight enough to the supply bag and the connection was loose. Proper procedures per the user manual were reviewed with the patient. The renal therapy service agent (rtsa) had the care giver cycle power twice on the homechoice to advance the device to press go to start. The care giver stated that the patient wanted to perform continuous ambulatory peritoneal dialysis to drain only. The patient will drain empty and follow proper disconnect procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.